Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The pump was unable to be inserted due to a sheath kink. This was attributed to the patient's anatomy. The patient's arteries were heavily calcified. Therefore, a gore 14 french sheath was placed, however, after multiple failed attempts to fit the pump through the gore sheath, the sheath was pulled out and it was replaced with the impella short peel-away sheath. Afterwards, the pump was able to be implanted successfully. It was reported that the patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.